Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Force gauge test passed. System air leak test passed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. Failure traced to: short found on t1 of the inverter board with lot code 2221 which reflects the transformer has p155 insulation thickness. A well-known inverter board was installed, and the display became operational. Voltage verification check passed. Valve actuation test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support after receiving a voicemail requesting a callback for assistance with a replacement. The patient was to receive a replacement liberty select cycler. Patient reported a notice: draining slowly and the fresenius technical support representative instructed the patient to discontinue use of the current cycler and issued a replacement. Patient does knows how to perform capd/manuals and has 2 boxes of the supplies. Patient will perform capd/manuals. There was patient involvement, however there was no harm or adverse event reported. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day as well as the following days with the liberty select cycler as well as the following days with both the old liberty cycler and via capd/manuals. There was no harm or adverse event reported, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt has been made to gather additional information regarding the replacement status, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.